Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "lipomosoy mass extracapsular." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "lipomatous mass extracapsular." Device has been explanted and replaced.

Manufacturer narrative:
Un-reporting code b12 and b14. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as surgical damage like. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. White calcification observed on the surface of the shell. Yellow encapsulation observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.